Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported that the patient's effluent was clear. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with ciplox tablets 250mg two times per day (duration and route not reported) for the peritonitis event. The patient¿s recovery from the peritonitis event was unknown. Dianeal therapy was ongoing. No additional information is available.